Event description:
It was reported " pump alarm, blood in catheter, ruptured balloon". Additional informations states that the catheter was changed. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "blood in catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " pump alarm, blood in catheter, ruptured balloon". Additional informations states that the catheter was changed. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".